Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the auxiliary drawer 4 showed three separate cubies as device not registering on bus. A field service engineer performed maintenance on drawer and referred to technical support specialist for ghost cubie removal from database and verified access issue was resolved. The system functioned as intended after the field service engineer and technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4 indicated three separate cubies as device not registering on bus, even though these cubies were not physically present in the drawer. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.